Event description:
Pt reported experiencing a hypoglycemic event during the night. Emergency medical services were summoned and upon their arrival, an unspecified time later, pt's blood glucose reportedly measured 5.8 mmol/l on the compact plus system and 2.6 mmol/l on the paramedics' device. Pt did not provide any info about treatment received. Additionally, no info about what happened prior to the hypoglycemic event was provided. Pt did not indicate if quality control testing had been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.